Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image blur during inspection for use of an olympus gastrointestinal videoscope. The customer suspected that the cause was due to scratch on charged coupled device lens. There was no patient involvement reported.